Event description:
It was reported that sutures pulled through a piece of permacol in several places following implantation. The permacol was sutured in place using a running technique from the edge of the fascia to the permacol. The surgeon advised that there was a wound dehiscence and the permacol was managed under wet dressings for a few days. The patient then experienced an evisceration, which is when the permacol was explanted. The surgeon reported that the patient was very large and had numerous medical problems.

Manufacturer narrative:
Following a review of the device history record, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Following dehiscence of the wound the permacol was managed under wet dressings in an open wound environment which tsl do not promote nor recommend. Further information has been requested from the surgeon; however, to date no further details have been received.